Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that intra-operatively, the surgeon was using third-party instruments in the instrument trackers. They were unable to get an instrument to verify in the tracker so they put in a medtronic probe and verified it. Then they put the third-party instrument in it. The instrument was then 2 millimeters inaccurate. The procedure was completed using the navigation system and the surgeon followed the hole from the medtronic tap. There was no reported impact to patient outcome due to this issue. This issue caused a five minute delay to the case.